Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Correction fields: d4 version or model. A getinge field service engineer (fse) advised the nurse in several ways to remove the condensation, which she was aware of and suggested that without alarms or any affect in patient condition she could consider to continue to use the pump. Another is available if necessary and she would empty the condensate before doing this. The fse also advised her to attempt to remove the ¿dependent¿ loop in the helium tubing which should keep the moisture from collecting as much in that area. She will speak to their biomed department about the issue as well. It is unknown if the pump will be taken to biomed for service. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a large amount of condensation in the loop of the helium tubing which was emptied however it filled up immediately again. It was reported that the customer continued to use the pump as there was no alarm and the reported issue did not affect the patient. There was no harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: 3a.

Event description:
N/a.